Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states the pump completely turns off. The customer states the pump was not stored or not in use for an extended period of time. The customer was assisted with trouble shooting. The alarm did not occur shortly after inserting new battery. The insulin pump will not be returned for analysis.